Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the user bg was 61 mg/dl, which went up after eating. The bg then went up to 179 mg/dl and remained at this reading from the time the user went to bed until the following morning. No symptoms were reported with these readings. The reporter was educated in changing the site for the infusion set every 72 hours since it was expressed that the reporter believed it was to be changed twice per week. The alleged bg excursion does not meet criteria for a serious injury. There is no indication that the product issue caused or contributed to an adverse event. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.